Event description:
Patient underwent the insertion of a medtronic micra vr tcp mc1vr01, serial number : (B)(4) on (B)(6) 2021; the diagnosis was complete atri-ventricular block and the device began to show problems to pace adequately the heart and patient began to have syncopes and the device was reprogrammed more than once. Another electrophysiologist from tried to insert another device but in view of a congenital condition of the patient it was impossible to insert the device. After two different CT scans, one of them heart gated, the wall of the right ventricle was found to be thin at the site of the tip of the pacemaker where the pulses stimulates the heart. In view of the pacemaker parameters and history of losing electrical capture, and because the natural history of the myocardial reaction is well known, we thought it was slowly migrating and impending to perforate the right ventricle and typically those areas develop scar and do not transmit electricity and there is no stimulation to the heart and the patient develops syncope. She had a concomitant sepsis that we never knew exactly if the micra was infected, because it is very difficult to see the micra with a trans-thoracic echocardiogram. Her cause of admissions was pacemaker malfunction and she deteriorated to the point that today she has a dnr (do not resuscitate) and impending death. The history of this device still to be written, and as a cardiac surgeon I feel in the obligation to notify the FDA. This device is very difficult to see by routine trans-thoracic echocardiogram and infection by vegetations is almost impossible to assess. FDA safety report ID# (B)(4).